Manufacturer narrative:
The customer¿s alleged malfunction was confirmed, and it was determined that the root cause was a faulty cpu board. When/if the part is returned, the case will be reopened, and investigation will be conducted at the component level.

Event description:
It was reported to philips that the unit with error code is consistent with check vent: backup alarm failed (ec 1104). The device did not have patient involvement at the time the issue was discovered, there was no patient or user harm reported. Customer reached out to philips remote service engineer and requests information on how to re-install options after replacing the central processing unit (cpu) for error code consistent with check vent: backup alarm failed. The customer has the cpu part number. The philips remote service engineer advised the customer to replace the cpu and load software, serial number, and hours. Then call back when ready to obtain the cpu option codes to re-enable options. The customer confirmed with the philips remote service engineer the issue was resolved, the customer acknowledged and had no other concerns.